Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they went to get an MRI and the MRI facility mentioned that they couldn't do the MRI because there was metal in the stimulator and the wire was loose. Patient stated now they were sitting in a rehab facility and had been in the hospital for 4 weeks. Patient noted they were tired of being in some places that were driving them crazy. Patient asked if they needed to go back to the hospital to get the wires taken care of. Agent emailed patient physician listings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008; explant date brand name ; product ID 3777-45 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.